Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that on (B)(6) 2024, a 23mm epic max valve was chosen for implant. The patient had a sievers 0 bicuspid. Once the sutures were placed, the valve leaflets did not appear to coapt correctly. The valve was removed, and a replacement 23mm non-abbott valve was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
It was reported that on (B)(6) 2024, a 23mm epic max valve was chosen for implant into a patient with a bicuspid aortic valve (sievers 0) underwent an isolated aortic valve replacement (avr) on (B)(6) 2024 using a 23mm epic max valve. The valve was parachuted down to the annulus with the holder-on without difficulty. However, after tying down all sutures it was noted that the valve became ovalized due to the bicuspid native aortic annulus, and there was concern that the leaflets of the epic max valve did not appear to coapt correctly and a decision was made to explant the epic max valve even prior to attempting to come-off cardiopulmonary bypass. The 23 mm epic max valve was replaced with a 23 mm inspiris valve. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of incomplete coaptation was reported. A more comprehensive assessment, including functional examination of the valve could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.